Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from vietnam of bacterial peritonitis with culture (B)(6) coincident with dianeal low calcium (2,5meq.l) peritoneal dialysis solution with 1.5% dextrose therapy for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal was reported to be ongoing. On (B)(6) 2012, the patient experienced bacterial peritonitis manifested as abdominal pain and cloudy effluent. The cause of peritonitis was reported to be poor environment. On (B)(6) 2012, the patient was hospitalized, on an unreported date, remedial treatment with an unknown antibiotic was startled. On (B)(6) 2012, the patient was discharged from the hospital

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.